Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, raised irritation under two of the back electrodes. The patient's doctor recommended to use cortisone cream on the irritation. After using the cream and frequently cleaning the electrodes the irritation had improved.